Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A (B)(6) male with an angulated neck underwent evar on (B)(6) 2013. The physician placed a flex main body and three iliac leg grafts. The physician was not certain there was an endoleak so he decided that he wanted to place a main body extension. The trigger wire release mechanism was missing the thumb screw and could not be removed. The surgeon had to break the main body extension to remove the trigger wire. The malfunction did not affect a positive outcome in the case. The total outcome of the case was a good one with no endoleaks. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.